Event description:
Information was received that during connection for use of this smiths cadd cassette reservoirs, the female luer-lock connector of the syringe broke off. No reported patient injury.

Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop. Sample p/n 21-7002-24 l/n 3666987, upon visual inspection the luer lock was observed broken. The complaint was verified. This was not do to manufacturing and as described the event probably occurred after leaving facility.